Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the onsite evaluation by an abbott technical services representative. The account reported that the silastic of the driveline bend relief was coming away from the metal connector. A clamshell repair was scheduled for the patient¿s next clinic visit and successfully performed on (B)(6) 2020. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient contacted the heartline and communicated that the white silicon layer has been taped up. He indicated that the wires may be showing, but does not have any alarms. Suggested to the patient to contact the vad center and schedule an appointment to have the driveline looked at by a vad coordinator. The clamshell kit was installed by clinical consultant (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the silastic is slightly coming apart from the metal connector. The patient will need a clamshell repair at a future clinic visit.